Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states that the machine quit working. Medicine was not coming out and she said it sounds like something is loose inside the unit. MDR filed.